Manufacturer narrative:
The device is not available for evaluation. The device history was reviewed and found to meet manufacturing specification. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 2 of 3, see related medwatch report numbers: 0001920664-2022-00061, 0001920664-2022-00062.

Event description:
The user facility in (B)(6) reported that plastic pieces were found in the front chamber of the patient's eye. Photos provided by the reporter shows white particles in the anterior chamber. The fragments were different and all pieces were removed. Additional information received: additional topical anesthesia was required to remove the particulate from the patients eye with forceps. There was no impact to the patient.